Event description:
It was reported that the patient experienced a shocking or jolting sensation whenever a harley davidson motorcycle drove by outside. The patient also experienced this when he used his microwave as well as when he went to the store. The reporter stated that the patient was not using his stimulation 'too much' and was still on pain medication. Impedances were reported to be normal; between 900 ohms and 1100 ohms. Reprogramming was also done. The patient's therapy was working normally otherwise. Additional information received 5 days later indicated that there were no malfunctions seen or cause of issue determined. There were no interventions taken or planned. Patient outcome was going to be available in 2 weeks.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).